Event description:
It was reported the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (540 mg/dl) and ketones. The customer was treated with intravenous saline and insulin to resolve the bg. The customer was released 12 hours later with no permanent damage. The cause of the reported issue is unknown.